Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
This report is to advise of an event observed during analysis. It was reported that the patient had swelling at the ipg site and had difficulty communicating with the ipg. In turn, surgical intervention was undertaken due to suspected infection (related manufacturer reference number: 1627487-2019-06457) wherein the ipg was explanted and replaced on (B)(6) 2019. The ipg was returned for analysis on 23 jul 2019. Investigation findings concluded that there was an issue with the ble circuitry that would cause communication issues.